Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital .a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit failed to automatically inflate and alarmed. There was no injury reported.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replace the 5000-hour maintenance kit and the issue was resolved. The fse ran all functional and safety tests to factory specifications. The unit passed all tests and was returned to the customer.

Event description:
N/a.